Event description:
During troubleshooting for a related report, the home patient (hp) indicated that she changed out the heater bag only. The technical service representative (tsr) reviewed proper procedures advising the hp to change the entire set up to start over. The tsr further assisted the hp with ending therapy and removing the cassette. Baxter product surveillance spoke with the peritoneal dialysis registered nurse (pd rn) on (B)(4) 2011. She was not aware of the reported event; the pd rn stated that she would follow up with the hp to review proper therapy protocol. The pd rn confirmed the hp was continuing therapy without issue. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for use error was confirmed because the patient stated they changed out the heater bag during therapy. The label review found the labeling adequate for the use error in this complaint. The cause of the use error is undetermined. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.